Manufacturer narrative:
Retainer ring = black. Pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and vertical cracked lcd controller. Replaces lcd test board and the pump functioned properly. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.